Event description:
Following intraocular lens (iol) implant surgery, a consumer reported seeing halos at night and difficulty reading. The surgeon reports patient has a history of epi-retinal membrane which is not significant. He does not wish to explant the intraocular lens and lists patient's condition as "good". MDR #1119421-2007-00145--od(right eye), MDR #1119421-2007-00146--os(left eye).

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested on 03/19/2007 by phone and 03/20/2007 and 03/23/2007 by mail and fax. Add'l data was provided by phone on 03/20/2007 and completed questionnaire received on 03/29/2007.